Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously high result for potassium (k) for one (1) patient sample assayed on a unicel dxc 600 pro synchron chemistry analyzer. The patient sample result was not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the erroneously high k result was generated from a serum specimen tube (6.5 mmol/l). The corresponding plasma specimen tube was assayed which yielded a k result of 4.6 mmol/l. The lower result from the plasma specimen tube was interpreted to be correct and was reported outside of the laboratory. The customer reported that quality control (qc) results were recovering within the laboratory's established ranges both prior to and after the event.

Manufacturer narrative:
This event is related to a similar event that occurred on (B)(6) 2011. In both events, erroneously high k results were being generated by the analyzer. It was determined that the patient samples yielding erroneously high k results were from specimen tubes (plasma and serum) that were cap pierced by the analyzer. When other samples were run on the analyzer to verify results, these specimen tubes were uncapped (i.e., never pierced by the cap piercer) and these tubes yielded normal expected results. The field service engineer (fse) dispatched to the customer's site examined the cap piercer and discovered a possible leak of wash concentrate solution. The wash concentrate solution contains k which, if leaked into a specimen tube, could cause an erroneously high k result. The fse replaced the cap piercer wash/shower assembly and verified performance per established procedures. Refer to medwatch report no. 2050012-2011-04876 for the similar event that occurred on (B)(6) 2011.